Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. A partial lead measuring 49.7 cm with the distal end was returned for analysis. External insulation abrasion was noted at 5.5 cm to 5.6 cm from the distal end consistent with lead friction to another device or feature of the heart. All other damage was sustained during procedure.

Event description:
This report is to advise of an event observed during analysis.